Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated the asl joystick is loose and the wheelchair goes in undesired directions.